Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed total bilirubin (tbil) result. Per the instructions for use (IFU) for the tbil assay: "the instrument reporting system contains flags and comments to provide the user with information regarding instrument processing errors, instrument status information and potential errors in total bilirubin results. Refer to your dimension vista® operator's guide for the meaning of report flags and comments. Any report containing flags and/or comments should be addressed according to your laboratory's procedure manual and not reported." Hsc has reviewed the information provided and concluded that it is not a reagent lot or assay issue. There is no evidence of a product nonconformance. The system is working as specified and flagging correctly for the presence of hemolysis for tbil samples. Hsc concluded the cause of this event was due to operator error. The operator reported the tbil result with an e111: hemolysis error which should not have been reported based on tbil IFU instructions. There is no evidence of a potential product issue. The instrument is fully operational. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed total bilirubin (tbil) result was obtained on a neonate patient sample on a dimension vista 500 instrument. The discordant result was flagged for hemolysis (e111 flag) but was reported to the physician(s) who questioned the result. A new sample drawn from the same patient was processed on an alternate dimension vista instrument and a higher correct result was obtained. A corrected report was issued. There were no reports of patient intervention or adverse health consequences due to the discordant falsely depressed tbil result.